Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold, diaphragmatic stimulation, dislodged and patient was feeling tired. This lv lead was explanted. No additional adverse patient effects were reported.